Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: evaluation revealed contamination under all of the keypad button contacts. Evaluation also revealed a cracked battery compartment and dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under all of the keypad button contacts. Evaluation also revealed a cracked battery compartment and dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.